Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse observed that quality controls failed on creatinine and could not be calibrated. The cse checked the lamp, found the voltages at 4-5 volts, and replaced the lamp. The cse performed lamp energy and cell blanks, after which voltages were up to 6 volts and cell blanks were acceptable. Quality controls were run, resulting within range. The cse returned to the customer site to perform installation protocols, and no errors were observed. The cause of the discordant, falsely low creatinine results was related to a lamp malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low creatinine (cre_2c) results were obtained on two patient samples on an advia chemistry xpt instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine results.